Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results from her coaguchek xs meter serial number up (B)(4). On (B)(6) 2017, the result using the hospital's professional coaguchek xs meter was 2.3 inr. Within one hour, the customer tested with her meter and the result was 3.6 inr. The hospital staff did not believe the result of 3.6 inr to be accurate. The result of 2.3 inr from their meter was believed to be accurate. There was no treatment provided to the customer and no action was taken. On (B)(6) 2017, the result from the customer's meter was 3.0 inr. Within 10 minutes, the customer repeated testing and the result was 1.8 inr. The customer believed the result of 1.8 inr result to be accurate. The customer did not call either result to her distributor and no changes were made to her coumadin dosage. There was no adverse event and her current condition was stable. The therapeutic range is 2.0 - 3.0 inr. The customer was occasionally anemic, but not in the last two months. The customer was not on heparin, no direct thrombin inhibitors. The patient does have antiphospholipid antibodies similar to lupus. There was no change in the customer's medications or diet and she had no recent illness, bleeding, or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 186864-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred, retention samples were acceptable, and retention material performed as specified.

Manufacturer narrative:
The returned meter and two vials of strips were received for investigation. The strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 3.4 inr and 2.4 inr, donor hct: 38% and 48%. Testing results: donor 1: master lot / customer strip and meter, 3.4 inr / vial 1=3.3 inr, vial 2=3.2 inr. Donor 2: master lot / customer strip and meter, 2.4 inr / vial 1=2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred and the returned and the retention material met the specification. None of the given treatments/medications are currently known to interfere with the accuracy of the test results. Review of the result data in the meter memory found the result of 3.6 inr was generated on (B)(6) 2017 not (B)(6) 2017 as indicated by the customer. The results of 3.0 inr and 1.8 inr reported as being generated on (B)(6) 2017 were not found in the meter memory.